Event description:
It was reported that the patient had symptoms of weakness and fatigue. After interrogation of the patient's right atrial (ra) lead, it was found to have high threshold, high impedance and no capture. Additionally, the ra lead had a suspected fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 ipg, implanted (B)(6) 2012. (B)(4).